Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe integra 3ml w/ndl 23x1 rb had a needle retraction failure. The following information was provided by the initial reporter: material #305271 - batch #9093528 (customer reports: other lots may be involved since this has been an ongoing issue for the facility). It was reported that the facility is having issues retracting the syringes. Email verbatim: description of event: facility is having issues retracting the syringes; only retracts half the time. They can retract the syringes when empty. Issue may be with drawing certain medications. One example of a thicker medication used at the facility is ativan. Known dates of events: not provided; ongoing issue. Adverse event: not provided.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe integra 3ml w/ndl 23x1 rb had a needle retraction failure. The following information was provided by the initial reporter: material #305271 - batch #9093528 (customer reports: other lots may be involved since this has been an ongoing issue for the facility). It was reported that the facility is having issues retracting the syringes. Email verbatim: description of event: facility is having issues retracting the syringes; only retracts half the time. They can retract the syringes when empty. Issue may be with drawing certain medications. One example of a thicker medication used at the facility is ativan. Known dates of events: not provided; ongoing issue. Adverse event: not provided.